Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 8 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be determined. However, it is like that the events reported as "b30 error" and event "no image "were caused due to failure of the connector area. Olympus will continue to monitor field performance for this device.

Event description:
No patient/procedure involved since the event was detected before procedure.

Manufacturer narrative:
The device was returned, and the evaluation found that due to poor contact of connector, error b30 (scope communication error) was displayed and due to the deterioration of the connector, the endoscopic image cannot be displayed. It is most likely that the reportable malfunction was a result of mishandling. Should additional relevant information become available, a supplemental report will be submitted. The customer cleaned, disinfected, and sterilized the device before returning to olympus. The customer flushed the air/water nozzle / channel with air and water and a detergent solution. The customer wiped/brushed the air/water nozzle with a clean lint-free cloth, brush, or sponge with no delays and no abnormalities were observed.

Event description:
It was reported that the light source had error code b30 (scope communication error). The issue occurred during preparation for use for an unspecified procedure. There were no reports of patient harm.